Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that there was a possible wound infection. A diagnostic test on (B)(6) 2019 was noted to be abnormal for the patient. They had swelling and erythema over the midline incision and they also had scabbing and open areas over the pocket site with thin skin surrounding the battery. In addition, the patient had erythema surrounding the pocket incision. It was noted that they were scratching this area continuously. Medications were administered on (B)(6) 2019 and the issue was noted to be resolved without sequelae on (B)(6) 2019. No device issues or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that no tests were done to rule out or confirm an infection. The patient was given 1 mg of IV cefazolin in the office the same day, and a rx for keflex 500mg qid for 10 days on (B)(6) 2019. No further complications were reported/anticipated.